Manufacturer narrative:
The other prostar device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with prostar devices, using the pre-close technique, via an 18f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, for both prostar devices had no blood flow from the marker lumen and on both prostar devices the guide wire was difficult to re- insert as if something blocked the guidewire inside the prostar. An additional prostar device was used at each common femoral artery to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.